Event description:
Dr attempted to put a line of staple above a left lower lobe nodule. The instrument did not fire the staples. A second one was obtained and it would not fire. The name of the instrument (linear cutter) implies that it will cut tissue when it actually only fires a staple line. Very confusing to all concerned. Rptr contacted the "rep" explained everything rptr attempted to do. All was used correctly. Devices held for inspection by MFR.